Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results compared to readings from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and contacted the healthcare provider, who confirmed the glucose reading. No further treatment was reported. There was no report of death or permanent impairment associated with this event. A sensor result of 400 mg/ dl was compared to a competitor brand device reading of 80 mg/ dl, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. The sensor has been worn for 12 days. It is unknown when these readings were obtained in relation to the reported adverse event.